Manufacturer narrative:
D1 (brand name) has been updated. Ppae (sepsis) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 73-year-old male patient with a history of coronary artery disease received an impella 5.5 device for management of acute myocardial infarction complicated by cardiogenic shock. The patient had undergone multiple rounds of cardiopulmonary resuscitation prior to impella implantation and required multiple inotropic medications and mechanical ventilation, indicating severe shock consistent with stage e classification on the society for cardiovascular angiography and interventions scale. A blood culture obtained on the first day of hospital admission tested positive for infection, suggesting sepsis. The sepsis was likely secondary to aspiration pneumonia, a condition commonly observed in patients following cardiopulmonary resuscitation. After seven days of impella support, the patient demonstrated native heart recovery and the device was successfully explanted.